Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the entire stent profile was damaged. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: contraindications states that it is inadvisable to use this product on ¿heavily calcified lesions.¿ (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 16 x 3.50mm taxus liberte drug eluting stent was advanced to treat the lesion, but due to the hardness of the plaque, the stent structure was damaged. The stent was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 16 x 3.50mm taxus¿ liberté¿ drug eluting stent was advanced to treat the lesion, but due to the hardness of the plaque, the stent structure was damaged. The stent was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.